Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned and evaluated by product analysis on 06/03/2015 with the following findings: device evaluation: the battery compartment was cracked between the bumper pad and the case seal. The vibratory alarm had intermittent function; the pump was opened for investigation and revealed the vibration motor was misaligned. The display screen was intermittently illuminated; investigation revealed a damaged interboard flex. (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed damaged case, vibration issue and a display issue. This report is made based on results of investigation completed on 06/03/2015.